Manufacturer narrative:
Concomitant products: product ID 8709sc, lot# n146669016, implanted: (B)(6) 2009, product type catheter; product ID 8 709sc, lot# n183299011, implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported the patient was seeking a new hcp to remove the pump. The patient wanted the pump removed because ¿I don¿t think it is really doing any good, at all.¿ per the patient when he was seeing his hcp they had some ¿bad words between each other for awhile¿. For a year he was giving the patient morphine sulfate. The hcp was also giving the patient ¿oxycodone 10/325 and hydrocodone 10/325¿. The patient had asked him for over a year if the hcp would not give him any of them except for the hydrocodone and forget about all the morphine pills and the oxycontin or oxycodone. The hcp would not do it. The patient was seeing a neurologist and was giving him the hydrocodone 10mg. The patient also stated that they thought he was having seizures, the patient fell and they took him to the hospital and the hcp wanted him to see the neurologist up there. The patient stated no he already had a neurologist but the patient saw the one his hcp had set up. They had the patient come to the hospital for 45 minutes to do a test and ¿that was it¿. The patient¿s other neurologist put him in the hospital for 4 days with all the wires connected to his head and they watched him for 24 hours a day. They also took medications away from the patient for awhile. The pump was used to deliver morphine. Additional information has been requested, but had not been received as of the date of this report